Event description:
It was reported that the device was showing a flashing wrench icon. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The field service representative installed a software upgrade and performed a pip. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.